Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead was not dislodged, and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement and physician wanted to program until ra lead revision will be performed. Additional information received from the field which indicated that this ra lead was not dislodged. As of this time, this ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement and physician wanted to program until ra lead revision will be performed. As of this time, this ra lead remains in service. No adverse patient effects were reported.